Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported contamination / decontamination problem could not be determined; however, factors that could contribute to a contamination / decontamination problem include, but are not limited to, contamination during manufacturing, foreign material present in device or packaging, material degradation, corrosion or wear and tear. Based on the limited information provided by the account and without the device to examine, the reported contamination / decontamination problem cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the 3.5x15mm xience skypoint delivery system was opened but not implanted due to contamination. There were no adverse patient effects and no clinically significant delay. No additional information was provided.